Event description:
On 4/3/89 device was implanted. On 10/19/89 the cylinders were revised. On 3/19/96 the pump was revised. On 7/24/96 the cylinders and pump were removed from the pt and replaced due to rupture.